Event description:
It was reported during the procedure the screwdriver broke inside the cone body. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 31-301303 / arcos con sz c std 60mm trl / lot #: 481100. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the hex driver had fractured at the tip with were marks visible on the shaft of the device. The returned trial has scuffing on the outside of the device with no damage to the threads or taper. The returned stem has scuffing on the taper in two locations. Additionally, the fracture surface visually align with zrm in which a torsional overload fracture failure mode was identified. Complaint confirmed based on evaluation of the returned products. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. However it is noted that per the surgical technique "thread the locking screw into the top of the proximal body using the 3.5 mm hex driver and the t-handle in torque limiting position until a ¿click¿ is felt and heard". If the driver is torqued past the point of clicking torsional fracture may occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.